Event description:
It was reported that approximately five years after implantation of a vena cava filter, a CT scan demonstrated a detached filter limb in the right ventricular wall and a detached filter limb in the left upper lobe pulmonary artery. Two attached filter limbs extended beyond the ivc wall and penetrated the duodenum and the aorta. Surgery was performed to remove the filter and both of the detached filter limbs. The current pt status is unk.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unk. The device has not been returned for evaluation to date. The investigation is currently underway.